Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient coded and expired. The clinical user retrieved (@piicix) the patient's previous 12-lead ECG capture review report (with a date of (B)(6)), but should have selected the current 12-lead ECG capture review report (dated (B)(6)).

Manufacturer narrative:
No device malfunction occurred. The patient had been initially admitted on (B)(6)2017 with 12 lead captures stored, and then the patient was re-admitted on (B)(6)2017 with additional 12 lead captures performed/stored. Philips quality reviewed the 12 lead ECG capture process at the bedside/pic with the cs, which demonstrated that the most recent 12 lead capture is provided for a patient when clicking on the 12 lead ECG review. In addition, the tabs are all labeled with the date/time of the 12 lead ECG capture. Labeling was identified further addressing this. This is considered a user error. .